Event description:
It was reported to adac that the plan source to skin distance changed when the plan was saved and re-opened. The user reported that the user's source to skin distances for a 4 field pelvis were incorrect. The only correct source to skin distance was the ap and all the other fields had the same source to skin distance as this field. The source to skin distance to reference point and depths reported were correct. No injury was reported as a result of this issue.